Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarms or power loss anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power error alarms noted during testing or in the device trace download. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. Customer's blood glucose value was 187 mg/dl at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Customer will returned device for analysis.